Event description:
On (B)(6) 2017, a 27mm trifecta gt valve was implanted. On (B)(6) 2017, the valve was explanted secondary to reports of an infection. The initial reporter was the patient and attempts to obtain additional information are in progress.

Manufacturer narrative:
An event of infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.